Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 134565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 134565 and test base part number 195-430h/ lot 132416a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 134565 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples or the rotation of the swab 3-4 times in the nostril.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false negatives with the binaxnow covid-19 ag card using direct tested nasal swabs. The customer was conducting study using the variances of throat swab verses a nasal swab test. They began to conduct a lab study where symptomatic soldiers and their family members were tested with both a binaxnow covid-19 professional test and an independent throat swab test. The kits were distributed to the military departments by the state government since june of last year. If solider or their families were symptomatic, tests are administered. The patient was symptomatic 1 to 2 days. As there are multiple test takers at the facility, the customer does not know the exact date and time of the first test. The customer states that the second test administered immediately after the binaxnow professional test is a throat swab test. If the throat swab supports a binaxnow positive result or if they contradict, the test taker are told to quarantine and proceed to a quest diagnostic the same day for a pcr test. It is unknown if any test taker had any follow up medical treatments. No additional patient information, including treatment and outcome, was provided.